Event description:
The customer reports a falsely elevated architect stat troponin-I assay result for one patient. On (B)(6) 2013, the patient generated an elevated result of 1.353 (reported as 1.4) ng/ml at 1:51 am (sample identification [sid] (B)(6)). The patient's physician questioned the result. Sequential draws followed: sid (B)(6), (B)(6) 2013, 03:48 am = 0.00 ng/ml; sid (B)(6), (B)(6) 2013, 10:38 am = 0.000 ngml; and, sid (B)(6), (B)(6) 2013, 11:13 am = 0.009 ng/ml. The initial sample was retested two days later after being stored at 2 to 8 degrees celsius and generated a negative result (no value provided by the customer). Controls have remained within specifications. The patient was hospitalized when the initial result was available and underwent a cardiac angiogram, the results of which were not provided by the customer. There is no further impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Accuracy testing was performed on the affected lot of architect stat troponin-I assay with in-house retained reagents. Six replicates of a troponin- I panel were tested on one architect isystems platform. All test values fell within the expected range of 0.22 to 0.42 ng/ml, which demonstrates that this assay lot can accurately detect a known concentration of troponin-I. It was noted on the message history log of the customer analyzer that multiple aspiration errors were observed on (B)(6) 2013 prior to and after the initial sample was tested on (B)(6) 2013. Although these errors were not associated with the patient sample, they could indicate a potential issue. The customer was advised that if multiple errors occur in the future it is recommended that they refer to the architect operations manual for possible causes and troubleshooting guidance. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect stat troponin-I assay package insert and the architect operations manual both contain information to address the current customer issue. There is no information to reasonably suggest a malfunction occurred. The issue was isolated to a single discrepant sample. No additional issues were identified.